Event description:
It was reported that three trocars leaked at the valve during a laparoscopic cholecystectomy, later into the procedure. The trocars were not replaced, and were used to finish the case. There was no pt injury. See MFR reports# 2134070-2012-00210 and 2134070-2012-00211 regarding the other trocars.

Manufacturer narrative:
Final device investigation found that upon function testing, the device leaked. Visual inspection showed no indication of damage or cracks. As each device is visually inspected and functionally tested prior to being sent out, no conclusion can be reached as to what might have caused the reported event.